Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, shaft seal was observed to be out of position and the tip seal was observed to be out of position.

Event description:
It was reported that during and implant procedure, after several repositioning attempts, the physician tried to extend the helix out of the lead tip, but it was not possible. The lead was not implanted and was replaced with a new one. There were no patient complications reported as a result of this event.